Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had discomfort in the stomach and tingling down the left leg during inter-operative testing of the permanent lead implant. The physician felt that the patient's spinal anatomy was not compatible for implantation of the paddle lead. The case was aborted.